Event description:
The customer reported that the tip came off the electrode while in use during a knee procedure. The tip fell into the patient but was successfully retrieved. The surgeon was working around the patella and trying no to release the muscle when the tip fell off. No patient injury occurred.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.